Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed on the exterior and interior of product and no damage was found. Complaint of functional failure in port a could not be reproduced. Product passed functional testing. No faults or errors occurred during functional testing all functions perform as expected. No problem found.

Event description:
It was reported that during a procedure, the customer experienced problems with port a and had to try six (6) different handpieces, but none worked. The case was completed with port b; no injuries or delays were reported.

Manufacturer narrative:
(B)(4).